Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 525 mg/dl at the time of incident and current blood glucose was 85 mg/dl. The customer declined to troubleshooting for hyperglycemia. The customer was treated with syringes for high blood glucose level. Customer reports the symptoms related to their high blood glucose such as felt tired. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the auto mode was active. Customer reports they did contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.